Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the right pulley wire fluid damage, the mecha base plate fluid damage, the ground wire fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the pcb for r.c/zoom switch fluid damage, the insertion flexible tube (ift) buckled, the staycoil collar corroded, the control body corroded, the forward body frame corroded, the receptacle corroded, the mecha base plate corroded, the lg cable connector corroded, the operation channel leak, the remote control button cut, the control body dirty, the suction channel kink, and the angulation-right angulation decrease; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.